Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow and ok keypad buttons were sticking and required multiple button presses to elicit a response. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During investigation, the keypad was found to be damaged; peeling at the ok button was observed and the keypad was worn. A worn keypad has no effect on insulin delivery. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow, ok, and contrast keypad buttons were found to be intermittently unresponsive; the down arrow button responded appropriately. There was evidence of contamination found under all key contacts.